Event description:
It was reported that the vns patient's device was not functioning. Blc indicates that the device has reached end of service. No further information relevant to the event has been received to date.

Event description:
Attempts for additional relevant information have been unsuccessful to date.